Event description:
No new information.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that approximately two years and five months post-operatively a patient was revised to address the fracture of a xia serrato polyaxial screw at right s1.